Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare providervia a company representative regarding a patient receiving intrathecal baclofen 3000 mcg/ml at 16000 mcg/day and fentanyl 1200 mcg/ml at 640 mcg/day via an implanted pump. The type of baclofen and lot number were unknown. On (B)(6) 2015 a pump malfunction occurred and the pump stalled then recovered. The patient experienced withdrawal symptoms. The physician performed a catheter dye study and the catheter was working properly. It was determined the pump needed to be replaced and it was replaced on (B)(6) 2015. The patient went into the doctor's office for a refill procedure and the events were discovered by the physician. Troubleshooting included a dye study, logs, and reprogramming on (B)(6) 2015.. The issue was resolved at the time of this report and the patient's status at the time of the report was alive- no injury. The cause of the motor stall was not reported. On (B)(6) 2015 the healthcare professional reported that the pump was used to deliver compounded baclofen 2,200mcg/day and fentanyl 88.0mcg/day. The start date was more than 3 years ago and therapy was ongoing. The cause of the motor stall was not determined. Other medications the patient was taking at the time of the event and the patient's medical history not reported.